Event description:
Additional information was received that after the valve dislodged, the paravalvular leak (pvl) was moderate-severe. A permanent pacemaker was implanted for heart block. After the second valve was implanted, the pvl reduced to mild-moderate. The discharge echocardiogram showed mild pvl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged very deep upon release. This resulted in significant paravalvular leak (pvl). A second valve was implanted as there was significant pvl. A permanent pacemaker was also reported to have been implanted. The reason for the permanent pacemaker was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16 (lot: 0012039387); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged very deep upon release. This resulted in significant paravalvular leak (pvl). A second valve was implanted as there was significant pvl. A permanent pacemaker was also reported to have been implanted. The reason for the permanent pacemaker was not reported. No additional adverse patient effects were reported. Additional information was received that after the valve dislodged, the paravalvular leak (pvl) was moderate-severe. A permanent pacemaker was implanted for heart block. After the second valve was implanted, the pvl reduced to mild-moderate. The discharge echocardiogram showed mild pvl. Additional information was received that specified the heart block was first-degree.